Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire separation occurred. The target lesion was located in a moderately calcified and moderately tortuous ramus branch of the coronary artery. Resistance was encountered during the removal of the luge j 182cm guide wire which resulted in the tip of the guide wire separating inside the patient. Attempts were made to retrieve the separated tip and were unsuccessful. Patient was not sent to surgery due to the patient being a "surgical risk." The guide wire tip remains inside the patient. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).